Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that the plunger, suture, link, needles, and cuffs were not returned with the device. Without the return of these components, the scope of this investigation was very limited and the reported needle-to-cuff miss and subsequent patient effects could not be confirmed. There was no needle strike mark at the posterior foot to suggest that the posterior cuff miss might have occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. There were no abnormal observations that could contribute to the reported needle-to-cuff miss. Contributing factors for reported cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Due to all related components not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. The needle trajectory of every device is verified during manufacturing. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The reported calcification in the artery could have contributed to the reported cuff miss, but this could not be confirmed as all related components were not returned. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Based on the reported information and the investigation, the probable cause for the reported cuff miss could not be determined. No manufacturing or quality deficiency was detected as a result of this investigation. A query of the complaint database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. (Two) perclose proglide devices are being reported under separate medwatch report numbers.

Event description:
It was reported that a physician attempted placement of three proglide sutures using the pre-closure technique prior to abdominal aortic aneurysm procedure in a calcified common femoral artery. Reportedly, when the three proglide devices were removed, no sutures were attached, a cuff miss occurred. Three additional proglide devices were used to achieve hemostasis following the interventional procedure. There was no reported clinically significant delay in the entire procedure. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the proglide device. A 6fr sheath was used. No additional information was provided.